Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2016 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring between 26 mmol/l - 29.9 mmol/l with associated polydipsia. The patient reported being treated with an insulin injection at the doctor's office. Troubleshooting by animas customer technical support determined the patient's blood glucose excursion was the result of diabetes management issue(s) and training/misuse. No device malfunction was alleged nor detected during troubleshooting. This complaint is being reported because the patient alleged hyperglycemia while on insulin pump therapy, resulting from diabetes management and training/misuse issue(s). The device is not being returned to the manufacturer.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: review of the black box data revealed records beginning (B)(6) 2017. The data from the black box and pump histories for the date of the alleged event had been overwritten due to continuous patient use. The available data revealed the insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. No pump malfunction was found. (B)(4).